Event description:
It was later reported that the patient had a loss of therapeutic effect. This event occurred 1.5 to 2 weeks ago. The patient was seeking new healthcare provider. The patient has had off since yesterday. The representative said, it wasn¿t working and to call for new doctors. It was noted to either get it out or not. The last 1.5 to 2 weeks the patient had it on .06 for one year. He was starting to go to the bathroom more and more and now peeing pants. He went up to other programs and this did not work. The patient had off and wants it checked. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v598059, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient had a loss of therapeutic effect and they were having surgery to have their battery replaced for normal battery depletion. The patient stated she had been peeing her pants for the past two months prior to report where it was not working. The patient had their device set at 7 volts and it was not working. It was then later reported that the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer representative.